Event description:
The customer reported that the device displays a low battery message when the device is plugged into ac power and the battery has sufficient time to charge. There was no reported patient involvement.